Event description:
It was reported that during the patient's last pump refill on (B)(6) 2014 there was a volume discrepancy where the pump should have had 4ml but 24ml were aspirated. On (B)(6) 2015 the pump was supposed to have 9ml and it contained 9.6ml "which was within normal normals." The healthcare professional (hcp) wanted to do a dye/rotor study "just to check." The patient was still having good pain relief and had effective therapy. The patient was alive with no injury. It was noted that the patient was not taking any oral opioids. The cause of the discrepancy was unknown. The pump was used to infuse morphine. No intervention was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).